Event description:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation CPAP with an allegation of lung disease. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on nov 03, 2022, and section b5 should be reported as: the manufacturer received information from uno legal litigation in reference to a rep dreamstation CPAP with an allegation of lung disease. The manufacturer was made aware of this complaint through a representative of the customer. A rep dreamstation auto CPAP device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. Additionally, no error codes present were found. The device was corrected. Section h6 updated in this report.